Event description:
It was reported the lead revision was done. It was later noted two leads were placed and the patient was getting good coverage.

Event description:
It was reported that the lead would not come out of the implantable neurostimulator (ins). The lead broke so the health care provider (hcp) put in the new ins with 2 plugs and would place a new lead at a later date. It was noted that the patient was in for an ins replacement and after the set screw was completely removed the lead still wouldn¿t come out. The lead broke as a result and damage was detected removing the lead. It was reported that the lead was partially explanted and the lead replacement would be scheduled later. It was noted that the patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Final analysis of the stimulator revealed the connector port had a lead or lead parts stuck inside. Final analysis of the lead revealed the proximal end of the connector was not completely seated in the stimulator connector port. As received, the proximal segment of the lead was stuck in the ins connector port 0-7. Also the setscrew marks on the #0 and #1 connector sleeve of the medial segment indicate that the lead was not fully seated in the ins.

Manufacturer narrative:
Product ID 377860 lot# v007391, implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 377860 lot# v007391, implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.